Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence.

Event description:
During the svt procedure, it was noted that contact force could not be established which caused delays to treatment. The catheter was exchanged without resolution. The tactisys was replaced which resolved the issue and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One tactisys¿ quartz sn (B)(6) was received for evaluation at the tech center. Evaluation testing was unsuccessful as fiso diagnostic identified a signal loss at channel three. Based on the information and investigation provided to abbott, the root cause was isolated to the orange fiber optic cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.